Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with sensor glucose initially reading ¿high¿ and later 397 mg/dl, following a recent infusion set change during which blood was observed in the cannula and the insertion site bled heavily; the user did not perform a fingerstick or ketone test and did not receive medical intervention. Symptoms included elevated blood glucose. Outcomes included transient elevation of glucose outside target without hospitalization or professional medical treatment. Investigation included user coaching on fluids, guidance regarding use of multiple daily injections with temporary pump disconnection, and troubleshooting education. Investigation of this case revealed insufficient evidence to determine a device malfunction, with possible infusion site or cannula insertion issue considered but unconfirmed. It was concluded that the cause of the hyperglycemia is unclear and that the event resolved with ongoing insulin delivery and user management. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.